Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: (left) 480cc mentor memorygel breast implant catalog: 3505480bc, lot: 7585495, sn: (B)(4). On 07/17/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed a crease on the anterior view suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Since the 2nd product received is a concomitant device, no further analysis is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease / fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 480cc mentor memorygel breast implants, suffered right side capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent bilateral removal and replacement with two unspecified gel implants on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).